Event description:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was also reported that patient experienced pain and underwent mesh revision on (B)(6) 2010. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supra cervical hysterectomy due to cervical dysplasia, painful cycle and painful coitus. It was reported that on (B)(6) 2010 patient had cystoscopy with transvaginal excision of suburethral sling due to left vaginal point tenderness and pelvic pain. Findings on perioperative reports no evidence of bladder or urethral injury at the end of the case of the cystoscopy.

Manufacturer narrative:
Date sent to the FDA: 10/13/2015. Additional narrative: it was reported that patient underwent lysis of adhesions and laparoscopic bso on (B)(6) 2009 due to pelvic adhesive disease. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.